Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen sometimes becomes unresponsive when customer is in the "options" menu. There was no impact to the customer's blood glucose level. A tandem representative met with customer and pump was performing as expected.